Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce error 23027 when moving axis 2 of the surgeon side console (ssc) right master tool manipulator (mtm). The fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the surgical staff called intuitive surgical, inc. (Isi) technical support regarding recoverable faults that won't recover during surgery. The isi technical support engineer (tse) viewed the logs and found error 23027 on the axis 2 of the surgeon side console (ssc) right master tool manipulator (mtm). The tse informed the caller that mtm 2 would need service. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The master tool manipulator (mtm) has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the issue via system logs, but could not reproduce the issue. Visual inspection was performed. The arm was installed onto a test system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: system verification was fully done. The system initially powered on without errors, there was no alarm. Then, the surgeon was able to start the procedure without having any alarm until the middle of the surgery. On the other hand, the system had two non-critical alarms the day before, one for each surgery. As they were non-critical alarms, the customer used the button shown on the touchpad to solve the problem. After many alarms, the staff asked for help from isi technical support. In fact, as the customer was looking for a solution to complete the surgery without having an alarm every 2 minutes, the robotic coordinator suggested to the surgeon to disable the arm #4 assuming it was part of the issue and to shift the instruments to the next arm, without much success, as the right joystick of the surgeon cart was causing the problem.

Event description:
Refer to h10/h11 for follow-up information.